Event description:
It was reported that patients were experiencing asymptomatic cerebral infarction. In this facility, all patients before and after an ablation undergo a head magnetic resonance imaging (MRI). Patients who used rhythmia had a significantly higher rate (approximately 40%) of asymptomatic cerebral infarction. Prior preparation and reflux of the intellamap orion high resolution mapping catheter, insertion in to the sheath and such were being paid attention for, and the usage method was also appropriate, but it came up with this result. At present, no symptomatic infarction has been confirmed. The physician was to follow-up with patients. It was further reported that a boston scientific ablation catheter was also used during the procedure. The model and lot number were unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. B3: event date is un known so event was approximated. F10 patient code: corrected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Event date is un known so event was approximated.

Event description:
It was reported that patients were experiencing asymptomatic cerebral infarction. In this facility, all patients before and after an ablation undergo a head magnetic resonance imaging (MRI). Patients who used rhythmia had a significantly higher rate (approximately 40%) of asymptomatic cerebral infarction. Prior preparation and reflux of the intellamap orion high resolution mapping catheter, insertion in to the sheath and such were being paid attention for, and the usage method was also appropriate, but it came up with this result. At present, no symptomatic infarction has been confirmed. The physician was to follow-up with patients.